Event description:
The customer obtained a non-reproducible, higher than expected, vitros amon quality control result (qc fluid biorad 3 = 286.5 vs. Expected result= 237.1 mmol/l) on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were run for vitros amon during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros amon quality control result was obtained on a vitros 350 chemistry system. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related issue cannot be ruled out as contributing events.